Event description:
It was reported the patient with this inflatable penile prosthesis experienced reduced penis size as the initial device was incorrect due to insufficient dilatation of the corpora cavernosa. The device was explanted and replaced. No patient complications were reported.